Event description:
New information received states that the device was explanted and a new device was implanted. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that an error message was observed on the patient controller showing the implantable pulse generator needs to be replaced. Patient stimulation has been turned off. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated to malfunction to serious injury.

Event description:
New information received states that surgical intervention is anticipated in the near future. No further information is available at this time.